Event description:
The customer reported that the system would not boot up. No report of pt injury.

Manufacturer narrative:
A ge service representative performed an onsite investigation. Two pins in the lemo receptacle were found problematic and thus repaired. The system was then found to be operating as intended.